Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the device generated the reported device failure; no further deviations were logged. As a result, the device performed a restart, after which the ventilation was continued. The root cause for the failure is a temporary deviation in the electronics system which was solved by the restart of the device. In case the device detects a deviation within the electronic system, a software-controlled restart is initiated in order to solve the deviation. During the restart, the pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system reset is combined with an audible and visible alarm of high priority. After termination of the restart procedure (approx. 15 seconds), ventilation is continued with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the savina shut down during use and the error code 99.1444 was shown. There was no patient injury reported.